Event description:
It was reported that the patient experienced a break in aseptic technique while performing peritoneal dialysis therapy. The break was further described as the patient wrapped a scotch tape around their patient line. There was no patient injury or medical intervention indicated at the time of this initial report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.